Manufacturer narrative:
(B)(4).

Event description:
Patient had an endeavor sprint rapid exchange (rx) drug eluting stent implanted during index procedure. It is reported that the patient expired approximately 4 years and 9 months post index procedure. It is reported that the patient death was due to natural causes and was unexpected. The investigator reports that it was not assessable if the event was related to the study device.